Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "pt. Required revision due to dislocation and instability. Proximal calcar body was swapped to increase lateral-offset, mdm construct was exchanged for a constrained liner, and a dall miles troch plate was used to secure fragmented greater trochanter." Spoke to rep. The adm/ mdm poly insert dislocated from the mdm metal liner. The prior surgery on (B)(6) 2020 was a second stage revision. The trochanteric fragmentation mentioned was present at the first stage revision of competitor devices. There are no allegations against the revised proximal body, femoral head, or beaded cables.